Manufacturer narrative:
(B)(4). It was reported by a company representative that during normal lifting procedure, part of the mast of lift split apart at the top of the device. Resident was lowered back into seat without incident or injury. Lift was taken out of service and quarantined. At the time of the inspection the device failed to meet its specification and this way has contributed to the reported event. The complete lift was returned to the manufacturer for an evaluation. The evaluation showed that the legs were noticed to be bent inward significantly. This would cause the device to be less stable than intended. Furthermore, the leg opening mechanism was found to be very loose. Both parts of the legs opening mechanism were damaged and loose, which further contributes to the reduced stability of the lift. An instable lift may have a tendency to "bend" on one side, which would induce significant sideways effort on the lift arm and mast structure. It cannot be concluded with certainty whether this may have contributed to the malfunction of the mast. But is considered to be a possible cause of it. The top of the mast was closely examined. One of the side of the top of the mast was complete sheared off, and the other side was partially sheared. Examination of the sheared surface showed that approximately 25% of the surface was rubbed from back and forth motion against each other of mating fracture faces which damaged most fracture details. This indicates that there was a certain number of cycles during which this crack was present, slowly progressing, until the transfer occurred during which the mast broke off on one side. This crack should have been visible before the transfer. Furthermore, it is deemed extremely unlikely that a sudden fracture occurred and broke off a complete plate at the top of the mast and that a second fracture suddenly appeared on the second plate at the top of the mast. Previous complaints where the mast were found with sings of crack but not completely separated supports this statement also the hypothesis that the crack was progressive in nature and appeared over a certain number of cycles. The evaluation shows that a modification was done at the top of the mast, since 3rt part service provider stickers were added on both sides. It was unknown what was attached to this. However, it is plausible that it may have been an object which was hiding the top part of the mast. This may potentially explain why the progressive cracking of the mast went unnoticed over a certain number of cycles. The device was inspected in november 2014 according to the idf. It can be considered plausible that the condition may have deteriorated between this time and the time of the event in (B)(6) 2015. For the medi-lift, the technical manual was shipped with the device. There is a requirement for monthly maintenance, that includes verification of the top of the mast, with an image showing where to inspect. Also, it can be noted that the area of fracture is not normally hidden and almost at eye level. Furthermore, the condition of the leg opening mechanism and the legs bent inward are also conditions which should have been picked up through preventive maintenance. In conclusion, the exact reason why the mast started cracking is unknown, and the absence of similar events leads to the conclusion that this is not considered to be a design issue. Due to the progressive nature of the malfunction, it was deemed likely that the event could have been detected prior to the malfunction, if a visual inspection had been performed, this also is confirmed by 2 previous standard complaints, where the crack on the mast was noticed on the pre-use check. The customer as an owner of the device shares a responsibility of the regular and correct maintenance of the device, looking at the findings we conclude that a user error can not be ruled out.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation. (B)(4).

Event description:
It was reported by the customer representative that during normal lifting procedure, mast on lift split apart at top. Resident was lowered back into seat w/out incident or injury. Life was taken out of service & quarantined. From the pictures submitted to (B)(4), the top of mast is split at weld and mast is twisted to the side. There are plenty of scratches on mast but lift is 10 yrs old; the scratches are out of the ordinary. Boom end cap is missing. Lift functions fine, but will not lift any reasonable weight w/out bending further. Lift mast is bent and needs to be replaced.